Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a severely tortuous and moderately calcified lesion located in the mid obtuse marginal artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. It was reported that stent deformation occurred in-vivo during positioning/advancement. Mild arterial dissection was reported as a temporary injury resulting from the event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The procedure was completed with a single balloon. Patient status post-procedure is alive.

Manufacturer narrative:
Negative prep was performed. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force was not used. After two attempts it was not possible to advance the device and the stent was removed. The stent was not implanted the patient. It was noted that two struts were raised. A slight dissection was noted after contrast was injected. Therefore, a balloon was inserted back to maintain the control of the procedure. The patient was treated with tirofiban. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Deformation was evident to the outer inflation lumen. Deformation was evident to the exchange joint. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.